Event description:
Spine360 was notified by company representative of issue occurring during surgical procedure. Screw retaining shield on cervical plate came off during insertion. The purpose of the shield is to prevent the cervical screws that hold the plate from backing out postoperatively. The plate was removed from the pt and another plate from the surgical kit was implanted.

Manufacturer narrative:
The instructions for use have been revised to include a new precaution to advise users that cervical plates should not be bent at the location where the shield is positioned because it may cause the shield to come off.